Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad), controller and battery were not returned for evaluation. Log file analysis revealed two (2) controller power up events logged on (B)(6) 2021 at 22:18:55 and on (B)(6) 2021 at 04:54:06. The data point prior to the first loss of power revealed that one battery was connected to power port one (1) with 55% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the first loss of power revealed that the battery was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 10 seconds. The data point prior to the second loss of power revealed that the battery was connected to power port one (1) with 51% rsoc and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that another battery was conne cted to power port one (1) and a third battery was connected to power port two (2). The controller was without power for 6 hours, 9 minutes, and 1 second. No anomalies were observed leading up to the losses of power. Additionally, log file analysis revealed 14 low flow alarms were logged on 15-jan-2021 since 06:30:02. No other alarms were logged within the analyzed period. As a result, the reported ¿loss of power¿ event was confirmed. Information received from the site indicated that the patient was found unconscious. Computerized tomography (CT) confirmed head bleed and it was unknown if the patient experienced this prior to the loss of consciousness. The vad was restarted and the patient was later placed on palliative care and subsequently died. Based on the available information, a possible root cause of the first loss of power can be attributed to an intermittent disconnection on the one attached power source and-or a disconnection of the one attached power source. A possible root cause of the second loss of power can be attributed to a disconnection of the one attached power source or a faulty battery which was the only power source connected prior the loss of power. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and-or a soldering defect. Based on the risk documentation, possible causes of the observed low flow event may be attributed, but not limited to poor vad filling, thrombus at the inflow cannula-outflow graft, and-or constriction at the outflow graft. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: con407854 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d15 d4: serial #: bat589713 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿controller, model #: 1420 / catalog #: 1420 / expiration date: 09-sep-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2019, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2018/ serial t#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 27-nov-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unconscious with no power to the ventricular assist device (vad) and the controller connected to one battery. The battery did not exhibit a critical battery alarm and it was unknown if there was power switching prior to the loss of power to the vad. Computerized tomography (CT) confirmed head bleed and it was unknown if the patient experienced this prior to the loss of consciousness. The vad was restarted and the patient was later placed on palliative care and subsequently died.